Event description:
The customer reported that the subject device was splitting while being attached to the scope. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. Reportedly, the reported issue occurred with six devices (6 x maj-210). The intended procedure was completed using the seventh device without a delay. There was no report of patient or user injury due to the event. Related reports are being submitted on the medwatch with patient identifier: (B)(6).

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device referenced in this report was not returned to olympus for evaluation. Due to lack of the same lot products, the reproduction investigation was conducted with a different lot product. The same event was reproduced when the biopsy valve was attached straight to the instrument channel port on the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an excessive load had been applied to the housing at the time of attaching the biopsy valve to the endoscope straight to the instrument channel port and it resulted in the breakage. However, a conclusive root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device product code (d2) from the initial medwatch.